Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower than the initial results both times. The first repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the discordant results were isolated to this sample. The instrument was performing as expected and service was not required. The cause of the discordant sodium, potassium and chloride result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.